Event description:
It was reported that a patient underwent an abdominal aortic aneurysmectomy procedure and suture was used. The needle detached from the suture during anastomosis of the artificial vessel with continuous suturing technique. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.